Event description:
Additional information: it was reported that in the health care professional¿s attempt to refill the pump the patient was stuck excessively with the needle. It was also reported that the patient fell.

Event description:
Additional information received reported that the flipped pump was initially discovered as the infusion center was unable to access the port, and fluoroscopy subsequently confirmed the flipped pump as already reported. The reporter stated there was no pump or catheter issue and no surgical intervention occurred. The patient outcome was reported is a non-serious injury/illness. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported and confirmed via fluoroscopy that the patient's pump was flipped. As indicated, there was no therapy or medical problem and no change in patient's status. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).